Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, unexpected bleeding occurred due to inadequate closure of the vessel sealer extend (vse) instrument jaws. The vse instrument was used to seal the uterine arteries on both sides of the uterus. Upon closure, the jaws appeared not to fully close and showed visible slippage, despite no apparent excess tissue. During the sealing sequence, there was no audible continuous tone while the foot pedal was pressed; however, the seal cycle completed with the expected series of fast audible tones. The instrument jaws did not come into contact with clips, sutures, staples, or other metal objects, nor were they immersed in liquid. Attempts were made to clean the device to remove any potential eschar buildup; however, the issue persisted. As a result, approximately 150¿200 ml of unexpected bleeding occurred, primarily from the right uterine vessels. To resolve the issue, the vse instrument was replaced with a fenestrated bipolar forceps instrument, after which the procedure continued without further complications. The procedure was successfully completed robotically, and the patient did not experience any post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. An advance energy log review shows that the vessel sealer extend (vse) instrument was installed twice and completed homing twice. The instrument performed 135 seal/coag events and 67 cut events. On the 7th sealing event, the logs show a high initial starting impedance error. The logs show an error code indicating an e-100 recoverable error: instrument high initial starting impedance. This was the only sealing related error per the logs, all other seal/coag events were completed without errors. Regarding the cut events, there were 2 consecutive "jaw angle open" events that occurred during the first install. These occurred on the 31st and 32nd cut attempts. All other cut events were completed per the logs.